Event description:
Following a pta procedure, an angio-seal device was placed; device placement was at a site of a previously existing hematoma (from the diagnostic procedure performed the day before). Immediately following deployment oozing was noted, therefore a c-clamp was placed to assist with hemostasis. Later that evening the pt complained of leg pain; an ultrasound was performed which showed "flow restrictions" as well as noted a "soft clot". An angioplasty was therefore performed to clear the restriction.